Event description:
It was reported that the anesthesia workstation generated a technical error code indicating a pressure sensor error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. The anesthesia system was investigated on-site by our field service engineer and the inspiratory pressure transducer pcb's was found faulty. It was replaced and returned for investigation. The evaluation of the received device logs confirmed the reported technical error code and also that the pressure transducer test failed in system checkout. Investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The technical error indicating airway pressure sensor error was reproduced and the system checkout failed the pressure transducer test. The pressure transducer test failed due to the measured zero pressure offset for the inspiratory pressure transducer pcb had drifted and exceeded the allowed limit (± 300 mv from factory default). The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout, and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the pressure transducer test failed due to a broken pressure sensor on the inspiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).